Manufacturer narrative:
One opened/used enlite sensor was evaluated and the bicarbonate buffer test was performed. The sensor failed per spec due to high readings. It was also noted the sensor cannula was split from tubing. Customer returned the needle separated from sensor unable to confirm insertion anomaly.

Event description:
Customer reported via phone call, about a week ago he went to remove the insertion device the needle got stuck inside the serter and pulled out the sensor. The second issue is the insulin pump continues to alarm weak signal. Troubleshooting was performed and customer stated he wasn't experiencing these issues with multiple sensors. Customer agreed to return the sensor.